Event description:
It was reported that stimulation was in the wrong location. It was stated stimulation was felt under left breast by patient's ribs and no stimulation in her low back which was the targeted area. It was reviewed that possible swelling may have affected where stimulation was felt. Patient had surgery on (B)(6) 2010 to re-position the paddle. It was to be determined if patient was still having problems with her device system. Additional information will be provided when available.

Manufacturer narrative:
(B)(4).